Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The stapler 30 instrument reload was analyzed and found to have no product issue. The reload was found to be returned fully fired without any issues. The reload was disassembled in-house for visual inspection. There was no pusher, cartridge, or blade damage observed. A review of logs showed no failures. Isi received the stapler 30 instrument involved with this complaint and completed the failure analysis. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument passed initialization. The instrument moved intuitively with a full range of motion in all directions. The jaw opened and closed properly. The instrument clamped, fired, and unclamped without any issues on both attempts. The instrument was fully functional. A review of logs found no failures. Isi received the stapler sheath involved with this complaint and completed the failure analysis. The sheath was found to have a tear towards the distal end. The tear measures approximately 0.036" in length.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Image review: a review of the provided images was performed by an intuitive surgical, inc. (Isi) clinical engineer. The following additional information was provided: it is difficult to determine if there are malformed staples and/or an incomplete cut line from the images provided. Advanced technical review (results): system log investigation: a review of the system logs for the reload and stapler associated with this event has been performed by an intuitive surgical, inc. (Isi) fae. The following additional information was provided: logs show part number: 470430-08, lot number: t10210308-0012, was installed on the system 2 times and fired 2 reloads. Procedure date was (B)(6) 2023. No errors were found in the logs to be associated with this product.

Manufacturer narrative:
Based on the claim against the product, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) requested the return of the device for further evaluation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, a green stapler 30 reload was used and the stapler 30 did not cut the full length of the stapler reload. It created a suboptimal staple line. This stapler was used a second with a different green reload. The second staple line was not as bad as the first but again the cut line only went halfway down the staple line. An air leak test was done at the end of the case and no leak was detected. The procedure was completed as planned with no reported injury using a backup instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument and reloads were inspected prior to use and nothing abnormal was noticed. The surgeon used this particular reload it as it was the appropriate staple height for the tissue. The issue happened on the first and second fire when stapling across the lung, most likely the fissure. The tissue was not calcified or exposed to any radiation or chemotherapy prior to the procedure. There wasn't any tissue tension or tissue bunching. The stapler fired as normal, the staple line was fine, but the blade did not cut across as it should, and the issue wasn¿t seen until stapler was removed. There was no tissue being pushed forward/dragged during the firing process, the event did not involve the stapler jaws opening/releasing during the firing sequence. No messages appeared when stapling. Some staples were malformed. Blade was not exposed, there were no staples missing from the staple line or holes/gaps observed within the staple line. Reload was not stuck to tissue. The surgeon did not encounter any obstructions such as clips, staples, or fire over an existing staple line. Buttress material was not used. The customer was unable to recall if the surgeon experienced any clamping issues prior to firing the stapler reload. No bleeding was observed on the staple line due to the stapler issue, the tissue removed was planned. The customer did not have to retrieve any of the malformed staples.